Event description:
Caller alleged discrepant results from meter versus lab. Test: 1, meter inr: >7.5, lab inr: 0.98.

Manufacturer narrative:
Investigation is pending. Meter will be evaluated if returned.